Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair procedure, while on the pre-peritoneal space, the balloon disengaged/detached from the trocar/sleeve and fell into the patient¿s cavity, it was then retrieved with graspers to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that dissector balloon was disengaged from the cannula. The trocar balloon, obturator and lock collar appeared intact. The insufflation bulb was received. Pmv performed functional testing, using a test syringe the trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged dissector balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.